Event description:
It was reported to boston scientific corporation that an encore inflation device was used during a dilatation procedure in the esophagus. According to the complaint, during the procedure, as the balloon was being inflated the needle on the gauge did not show the pressure level. The encore inflation device was removed and another device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used during a dilatation procedure in the esophagus. According to the complaint, during the procedure, as the balloon was being inflated the needle on the gauge did not show the pressure level. The encore inflation device was removed and another device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: the complaint device was visually inspected and found that there was a crystalline substance, most probably contrast medium blocking the flexcil tubing and syringe barrel of the encore device. The rest of the device was examined and no other visual defects were noted. Through functional testing the device could not be inflated initially due to the blockage of the syringe barrel and flexcil tubing; therefore before completing functional testing the crystalline substance was dissolved and removed by repeatedly flushing the device with hot water. Once the substance was removed from the device the encore device was able to inflate without any issues. The gauge was reading accordantly and no leaks were noted to the device. The event description was not confirmed as functional testing of the complaint device did not note any issues with the gauge of the complaint device. It is probable that the contrast/saline solution was held in the device for an extended period of time, causing the saline to crystallize, forming resistance between the plunger and the barrel of the encore unit. Therefore, the most probable root cause classification for this complaint is "handling damage" as the complaint was caused by handling of the device or portion without direct patient contact either during the clinical procedure or unpacking/preparation/shipping. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.